Event description:
Pt was unresponsive. Condition called. Code team put carroll bed up. Bed was too high to intubate. Code team attempted to put bed back down. Every time they pushed down button, the bed went up because the obstruction alarm was on. Pushed CPR button. No results. Pushed green button on side of bed, no results. Code team had to stand on garbage cans and frame to continue with CPR.